Event description:
Related manufacturer reference number: 2017865-2021-34018. It was reported that the patient was presented with an infection. Echocardiogram showed lead vegetation. The patient's implantable cardioverter defibrillator and right ventricular lead were extracted. The patient was stable before, during, and after the procedure.